Event description:
Reporter stated that patient obtained back-to-back blood glucose results of 17.0 mmol/l, 11 mmol/l, and 7 mmol/l on the aviva system. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.

Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 550 mg/dl and 110 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in the (B) (6).